Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that implant on tooth site #9 was removed due to a perforated sinus. Symptoms of the event: pain and swelling.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. One osseotite tapered certain implant 4 x 15mm (xifnt415) was returned for investigation. Visual evaluation of the as returned implant identified some damage possibly due to the removal process. Zimvie is not responsible for damages sustained during removal of the implants. No malfunction was identified. The product was returned but the reported event could not be verified as the exact details of event and patient conditions were unknown/unverifiable. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (2021051436) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization record (op#0210). Complaint history review was performed for the reported lot number (2021051436) for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure/event (perforated sinus). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined is improper techniques used during placement ¿ inadequate treatment planning, selection of implant too long for the depth of osteotomy prepared and patient condition (poor bone density). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.